Event description:
The reporter stated that the surgeon had inserted a three piece collamer lens model cq2015 into the pt's eye and noticed one haptic was bent. The incision was enlarged minimally to remove the lens and replaced with another model lens. No suture was required.

Manufacturer narrative:
Results: a visual inspection of the returned product shows one haptic is torn off & missing. The other haptic is torn off into the optic of the lens and is missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.